Manufacturer narrative:
Additional narrative: the device was returned for a mechanical malfunction. Reliability engineering evaluated the device and observed that the device reverse trigger did not unlock when the saw attachment was removed and would not run. It was further observed that some internal components were corroded, the motor was frozen and the soft mode switch was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from inadequate cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that pre-surgery, it was observed that the compact air drive device had a mechanical dysfunction. During in-house engineering evaluation, it was observed that the device reverse trigger did not unlock when the saw attachment was removed and the device would not run. It was further observed that some internal components were corroded, the motor was frozen and the soft mode switch was worn. There were no delays to a planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.